Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. No intervention was performed. Programming changes were suggested.